Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urology department as catheterization, drainage and flushing. On (B)(6) 2026, the patient's inlet failed during bladder irrigation after electrodesiccation of a bladder tumor, and subsequent examination revealed complete occlusion of the inlet lumen of the bard triple lumen catheter 20ch fr. Caused the patient to have a red, swollen, and painful urethral opening; increased the number of catheter changes. Measures taken 12may2026. Treatment taken immediate replacement with a new catheter followed by smooth bladder irrigation. Time to improvement of adverse event: 12may2026.